Event description:
Intermittent noise was reported on this lead. No inappropriate shocks have been delivered. Lead remains implanted and will be monitored.

Manufacturer narrative:
It was reported that this lead was capped due to noise on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.